Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported there was an impedance reading of >4000 ohms on both the left and right device. It was stated the patient was currently in ¿tcicu¿ for a heart-related issue. It was further reported there were no other diagnostics that were performed. It was stated the cause of the issue was not determined. It was noted no other interventions were taken. It was stated it was unknown how the patient was doing.

Event description:
Additional information received reported the cause of the event was unknown. It was noted the event was attributed to high electrode impedance values. It was stated the patient was seen in the office on (B)(6) 2014 and there were high impedance values seen on both the left and the right ins. It was noted there were no signs or symptoms. It was stated the impedances were recorded during interrogation. It was noted the patient did not require hospitalization. It was noted the high impedance values had been observed since the initial programming on (B)(6) 2013. It was noted the values had been stable and unchanged.